Event description:
This is the same pt and same event reported under MDR ID #2939859-2002-00073. This is the first MDR submitted for the first suspect product. Pt developed symptoms of hypersensitivity after receiving collagen, and test site also turned positive after treatment. Physician recommended pt take oral antihistamines.